Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. Implant date: if implanted; give date: unknown/not provided. Explant date: if explanted; give date: unknown/not provided. (B)(6). Device evaluation: the lens remains implanted and the insertion device has not been received. Therefore, the reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery, an intraocular lens, model pcb00, shot out into the eye damaging the zonules holding the capsular bag. An unplanned vitrectomy was required. The lens remains implanted. The patient was seen, and was well, as was his vision. No additional information provided.